Event description:
It was observed during the device inspection, the bronchovideoscope was found with missing sealing agent around the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on the results of the investigation, regarding the missing sealing agent around the objective lens probable cause based on reasonably known information based on device evaluation was due to physical stress and degradation attributed to component failure. Olympus will continue to monitor field performance for this device.